Event description:
The customer reported via phone call that on (B)(6) 2015 the insulin pump alarmed no delivery multiple times during prime and the day of the call he received 5 no delivery alarms. Blood glucose value is unknown. The customer did not have any infusion sets available and could not troubleshoot. Customer was advised to change the complete infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.